Manufacturer narrative:
The site opted to repair the system without medtronic support. The customer was informed that medtronic can no longer guarantee the performance of the system if it is repaired by a non-medtronic firm.

Manufacturer narrative:
No parts have been replaced or returned to the manufacturer for evaluation. The customer has declined service at this time, so no further investigation can take place.

Event description:
A medtronic representative reported that the imaging system displayed a critical battery message. The system was reportedly still usable. There was no patient present when this issue was identified. No additional details were provided.